Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 511 mg/dl at the time of incident. Customer¿s other relevant blood glucose levels were 111 mg/dl, 519 mg/dl and 479 mg/dl. The customer¿s high blood glucose level was treated with manual injection. The customer was wearing the insulin pump within 48 hours of reported high blood glucose. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.